Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure was replaced to restore functionality as the fans would remain powered on when the imaging system was turned off and unplugged. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that two transistors on the unit had been shorted. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4): s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. There was a power conversion enclosure failure. No complications were reported/anticipated.